Event description:
The customer called to report that the return pressure dome came off at 986 ml whole blood processed and leaked blood onto the pump deck. The customer reported no alarms and was confident that she installed the pressure dome correctly. No defect was noticed in the kit. The procedure was aborted and the blood was not returned to the patient. The customer reported that the patient will likely be transfused due to her blood loss from the procedure, but is currently stable. The operator reported on (B)(6) 2014 that the patient did receive a blood transfusion and tolerated it well. A service order, (B)(4), was dispatched to clean the blood spill. The kit was returned for evaluation.

Manufacturer narrative:
A batch review of lot c320 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for pressure dome membrane leak. Pressure dome membrane leak was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) and (B)(4)were closed. Service order, (B)(4), feedback: the service technician removed the procedure kit and then cleaned the blood spill with sanitizing wipes. The service technician ran a complete system checkout procedure. The instrument was now ready to prime a new kit. The technician bagged the old kit in a biohazard bag for the customer to return it to the manufacturer. This assessment is based on information available at the time of the investigation. The kit was returned for evaluation. Analysis of the returned kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).